Event description:
It was reported that the noise was oversensed. The oversensing caused pacing inhibition and bradycardia.

Manufacturer narrative:
External insulation abrasion was noted at 13.2cm to 13.3cm from the pin consistent with lead friction to the ICD can. The abrasion breached the outer insulation exposing the outer coil at the proximal region of the lead. The cause of the reported events were isolated to external abrasion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-15339. It was reported that the patient presented in clinic with noise on the right ventricular lead. During the replacement procedure, it was noted that the atrial lead and ventricular lead had an insulation breach. The leads were explanted and replaced. The patient was stable.